Manufacturer narrative:
Unit passed the displacement, and self tests. The pump was programmed with a test guardian link transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected sensor errors or connection anomalies noted. No hardware low level failure alarm was noted during testing; however, hardware low level failure alarm is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly or absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had several problems with the insulin pump. The customer's blood glucose level was 102 mg/dl. The customer stated that the new guardian 3 transmitter had lost connection with the insulin pump. When attempting to remove and re-pair the transmitter to the insulin pump, it would not pair for 5 hours. The customer then ran a self-test and received an insulin pump error alarm. The customer was able to clear the alarm and rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.